Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated high blood glucose readings, rising to approximately 300 mg/dl in the evenings and overnight after starting use of the ilet, with concern that the device was not dosing sufficiently; review of available reports indicated potential incorrect or missed meal announcements, and the device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.